Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 21370462.

Event description:
It was reported that the patient was experiencing non-target stimulation. It was also noted that the ipg and lead migrated which was confirmed through x-ray. The patient underwent a revision procedure wherein the ipg and lead were replaced with an MRI compatible device.

Event description:
It was reported that the patient was experiencing non-target stimulation. It was also noted that the ipg and lead migrated which was confirmed through x-ray. The patient underwent a revision procedure wherein the ipg and lead were replaced with an MRI compatible device. Additional information was received that the patient was doing well postoperatively. The explanted device components were not returned.